Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic sphincterectomy (est) procedure performed on (B)(6), 2010. According to the complainant, during preparation, they noticed that the tip of the device was torn when they removed the metallic mandrel from the tip. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; the closed extrusion at the distal tip was ripped and split.

Manufacturer narrative:
(B)(4): a visual examination revealed that the working length was twisted, extrusion at the distal tip was ripped from the wide brown band where the manufactured open guide wire channel ends, to the tip, tearing open the closed extrusion through the distal tip and splitting/ tearing the tip. The condition of the returned unit was consistent with the complaint incident that the distal tip was torn. However, during manufacturing, the devices are 100% inspected for working length/ tip integrity. Therefore, the most probable root cause is handling damage. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.